Event description:
I have had 11 surgeries for tmj and am on my third set of prosthesis, bilateral tmj concepts devices. I am beyond discouraged because it has been 4 years since the last surgery and I can tell that my current implant is failing. I have swelling in face, sleep disorders, vision problems, one eye that doesn't blink, drooling issues due to facial paralysis, headaches, and short-term memory. My oral surgeon isn't responding to my concerns - I feel abandoned and am at my wits end. I am not sure who or where to turn to.